Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All set screws moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the right ventricular (rv) lead could not be disconnected from the header. Despite multiple efforts to release the lead, it could not be removed. No adverse patient effects were reported.